Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to feel stimulation. The sjm representative met with the pt and diagnostic testing indicated impedance reading within normal limits. Reprogramming was unable to resolve the issue. X-rays were to be taken, however, to date they have not been taken. The pt stated she does not believe her lead was implanted at the appropriate location. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.